Event description:
The device was returned for a valve 1 failure. The pump was not able to pass a mock infusion and alarmed during pneumatic self checks. The pump was reverted to manufacturing mode to undergo pneumatic hardware testing. The pump was able to pass pneumatic recharge which is inconsistent with a leaking valve 1. The device was not able to pass the hardware check consistent with a valve 2 failure. No additional damage was identified during examination.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ticket stated service needed. Had an alarm, powered off and then alarm went away. Cleaned and ran test infusion. No alarms patient status unknown. " a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.